Manufacturer narrative:
Visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue and a black spot was noted on the lens. It should be noted that the injector and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge prior to insertion. There was no pt contact. The reporter stated the cause of the lens becoming stuck in the cartridge was due to the lens having not been loaded properly. Another lens was implanted.